Manufacturer narrative:
The investigation is pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported a posterolateral distal humerus plate was implanted in (B)(6) 2022 (exact implant date unknown), and the 3 most proximal screws that were implanted broke post-op "for no apparent reason, neither fall nor accident" (event date unknown). It was reported all product was explanted and replaced on (B)(6) 2022. This report is related to report numbers 3025141-2022-00348, 3025141-2022-00349, 3025141-2022-00351, 3025141-2022-00352, 3025141-2022-00353, 3025141-2022-00354, 3025141-2022-00355, 3025141-2022-00356, 3025141-2022-00357, 3025141-2022-00358, 3025141-2022-00359, 3025141-2022-00360, and 3025141-2022-00361 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 30-0238 screw was returned for evaluation. The product was visually inspected under magnification. Under magnification the batch number was identified as 543643. Upon inspection, the hexalobe heads showed signs of wear and rounding of the top surfaces of the recesses. Additionally, the screw showed small areas of bony ongrowth beneath the screw head. Furthermore, the last thread on the screw shows slight shininess and wear of the anodization color of the screw. Seven (7) other screws were also returned for evaluation, one of which had bony ongrowth and four (4) others were fractured in the screw shaft. It is possible that during removal of the screws after bony ongrowth, rounding and deformation of the hexalobe recesses resulted. Additionally, it is possible that the screws were broken during or after insertion due to excessive applied torque when encountering increased zones of resistance such as dense bone or shallow pilot hole depths. However, based on the information received and the investigation performed, the root cause of the reported event could not be determined.